Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported damage with the adc device and stated "was unable to connect reader to the wall." Due to the damage, customer was unable to obtain readings and experienced a loss of consciousness. The customer's daughter found customer was unable to self-treat. Subsequently, customer had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.